Event description:
It was reported to philips that the re-charge led does not turn on. There was no report of patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ordered ac power module and ac power cord for which parts were ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.